Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Loss of capture was observed. Fluoroscopy was taken and compared to the fluoroscopy from the original implant and it was confirmed the lv lead had pulled back. A revision procedure was performed. A new lead was attempted in a different branch, but that lead dislodged when the catheter was being removed. The physician planned to refer the patient to a surgeon for an epicardial lead procedure. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observations of dislodgement or loss of capture.